Event description:
It was reported to philips that the allura device would not boot up. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the host pc and hard disk drive. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up and there was no power or communication to the monitors in the control room. During troubleshooting, the philips engineer suggested to replace the host pc. The fse replaced the host pc and hard disk. The defective host pc was returned to philips for further analysis. The analysis confirmed the malfunction of the host pc and identified that the issue was due to the faulty hdd bay. Following the replacement of the host pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome.